Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Although requested by tandem technical support, the customer was unable to upload the pump data logs. Blood glucose level was 500mg/dl. Upon follow-up, the customer reported that the pump was logging data properly.